Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s knife blade did not retract. It was replaced with another device to complete the procedure. There was no patient injury.